Event description:
An optometrist reported a patient with unspecified keratitis following the use of this product. She stated there cyst like deposits on the layers of the cornea causing contact lens wear discomfort and a change in vision. She reported the patient was treated with a corticosteroid and the patient's symptoms are resolving.

Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause can be determined. A completed questionnaire was received on (B)(6) 2012. (B)(4).